Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-jun-2025 investigation summary bd received 22 samples for investigation. Out of these, 20 samples underwent functional testing for draw volume and all tubes tested within specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 5 tubes were overfilled and rejected by their automated instrument. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 5 tubes were overfilled and rejected by their automated instrument. Samples were recollected. There was no other health impact or consequences reported.